Event description:
It was reported that a patient underwent a total knee arthroplasty (tka) procedure on an unknown date and absorbable hemostat was used. The product was used in the wards/ICU, and urticaria developed around the knee 1 to 2 weeks after the surgery. Steroids were administered and the patient's condition improved 1 week later. This occurred at a surgery in which the cleaning method was changed from jet cleaning to syringe cleaning. The doctor thought that the powder was the cause. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -the entire amount (3 g) was used. -it was used for intraoperative hemostasis rather than prophylactic hemostasis. -the cleaning was performed. -it is unclear whether the length of hospital stay will be extended. -although the urticaria have improved, it is unclear whether the patient has been discharged from the hospital. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What was the date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? 7. Where was the surgicel used (on what tissue)? 8. Was the surgicel product left in place? Was the excess irrigated and removed? 9. What was the onset date of the urticaria? 10. Were cultures performed? If yes, results? 11. What is physician¿s opinion as to the cause of this event? 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative urticaria? 13. What is the patient¿s current status? 14. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) corrected information: h6. Additional information was requested, and the following was obtained: 1. What is the lot number? =>unknown. It is difficult to get additional information. 2. Where was the surgicel used (on what tissue)? Knee. 3. Was the surgicel product left in place? Was the excess irrigated and removed? Yes. 4. What was the onset date of the urticaria? 1-2 weeks after surgery. 5. What is physician¿s opinion as to the cause of this event? The surgeon believes that the powder is the cause. 6. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative urticaria? Yes. 7. What is the patient¿s current status? The patient is recovered. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Unknown. It is difficult to get additional information. 2. What was the date of index surgical procedure? Unknown. It is difficult to get additional information. 3. What were the diagnosis and indication for the index surgical procedure? Unknown. It is difficult to get additional information. 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Unknown. It is difficult to get additional information. 5. Was there any intraoperative concurrent use of other products? Unknown. It is difficult to get additional information. 6. Were cultures performed? If yes, results? Unknown. It is difficult to get additional information. 7. What is the users experience w/ surgicel powder and other hemostatic agents? Unknown. It is difficult to get additional information. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.